Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, on (B)(6) 2019, this patient underwent left total knee replacement surgery and was implanted with a truliant ps polyethylene tibial insert. Patient experiences pain in her left knee and may require a left knee revision surgery to remove the remaining truliant polyethylene tibial insert at a later date. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, instability, and loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided.